Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we cannot determine the definitive cause of event.

Event description:
It was reported that on (B)(6) 2015 the patient underwent a th12-l2 fixation surgery due to l1 burst fracture. On an unknown date, post-op, lowest instrumented vertebra (liv) screws (level l2) was broken at the base of the screw. On (B)(6) 2016, the patient underwent revision surgery for removal of the implant.a part of the screw could not be removed and remained in patient post the revision surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.